Event description:
Country of complaint: (B)(6). The needle detached from the thread during use.

Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed into the market (B)(4) units. There are no units in stock in b. Braun surgical warehouse. As no samples have been received and no units are available in (B)(4). We have only reviewed the batch manufacturing record and this product had an incidence during production but related to a packaging issue and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.